Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital for health issues unrelated to the device. Upon interrogation, far r-wave oversensing was observed on the ICD. The device was reprogrammed and remains implanted.